Manufacturer narrative:
The meter was requested for investigation, however, it is no longer available to return. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number unknown, compared to a coaguchek xs meter result, serial number (B)(6). On (B)(6) 2023 around 12:00 p.m., the other meter result was 2.9 inr. Between 12:00 p.m. And 1:00 p.m., the meter result was 4.2 inr. The patient's coumadin dose was held for the night. On (B)(6) 2023 around 3:00 p.m., the other meter result was 2.7 inr. Around 3:00 p.m., the meter result was 7.3 inr. The patient¿s therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.